Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting her insulin pump alarmed low battery and then went blank. The screen has had a black square on it since last night. Customer's blood glucose is 500 mg/dl. He treated with a manual injection. The device was not exposed to extreme temperatures or sunlight. Customer was at the lake yesterday, but the device was on her hip and not exposed to direct sunlight. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump monitored in 50c oven for several days and no blank or black display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. However, moisture damage found on the electronics, motor, vibrator and battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked reservoir tube.